Event description:
It was reported that pt experienced no stimulation sensation. The pt also reported a shocking or jolting sensation, during reprogramming, on the "battery side and respiratory side," which took the pt's "breath away." No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)